Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper transducer due to check IV set error. Replaced bezel assy fluid ingress, and rear case (third party). Replaced damaged door keypad, and broken ail sensor right side. Replaced corroded right, left iui. A review of the device history record for (B)(6) was performed from date of manufacture 11/08/2007 to the present date 01/18/2021 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the fsa pressure sensor- 12pack. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Pa-2014-0026 for pressure sensors. Ca-2014-0284 for ail. Ca-2018-0161 for iui damages.

Event description:
It was reported that the device received an alarm - error code message. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for (B)(4) was performed from date of manufacture 11/08/2007 to the present date 01/18/2021 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device received an alarm - error code message. There was no patient involvement.